Event description:
The iab became unwrapped during insertion. The iab was removed and another was inserted without difficulty. There was no pt injury or complication as a result of the event. (Event complications: none from the event - reported 8/28/98. Pt's current status: unk - reported 8/28/98.